Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 468 mg/dl. The customer had the flu and was at the verge of a diabetic ketoacidosis. They were given electrolytes to treat the vomiting and placed on insulin drip for their blood glucose levels. The customer was not wearing the insulin pump at time of hospitalization. The customer was off the insulin pump for less than 48 hours. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08750 inches. No motor error alarm noted. Motor passed motor test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked case at the reservoir tube window corner, stained end cap sticker, cracked lcd window and minor scratched lcd window.